Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulty fixing the lead to the patient and it kept slipping off. The physician elected to no longer use the lead and replace it. No patient symptoms or procedural complications occurred.